Event description:
It was reported that, during preparation of an unspecified procedure, the subject device experienced error display e216(scope communication error) system failure when it was plugged in. The device was inspected prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: please see b5 for updates- added device inspected prior to use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the reported problem was confirmed. Device evaluation found the unit had error b30 showing on monitor due to a faulty ccd. Additionally, leak due to puncture on the cable was noted. Based on the results of the investigation results, the most probable root cause of problem is faulty ccd (charged coupled device) and leak due to puncture on the cable which is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation of an unspecified procedure, the subject device experienced error display e216(scope communication error) system failure when it was plugged in. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.